Event description:
On (B)(6) 2021 vacuum therapy was started. The vacuum system was changed regularly and antibiotic therapy was continued. On (B)(6) 2021 the wound was closed but the last culture was positive so the antibiotic therapy was changed to linezolid and fluconasol. The patient's wound was getting worse and another surgical revision had to be done. A vacuum system was implanted and regularly changed. On (B)(6) 2021 the wound was closed definitively. The antibiotic therapy with linezolid was stopped on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infections could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number mlp-(B)(6), and the reported events could not be conclusively established. The account reported that on (B)(6) 2021, an electrocardiogram was performed and found that the patient suffered from ventricular tachycardia. The arrhythmia reportedly resulted in clinical compromise and required a cardioversion. No further arrhythmias were observed following the procedure and the patient was stated to be recovered with a resolution of the event on (B)(6) 2021. On (B)(6) 2021, the patient was suspected to have a driveline infection and was started on antibiotics. On (B)(6) 2021, the patient¿s hemocultures were also noted to have staphylococcus epidermidis and the patient¿s antibiotic therapy was switched to vancomycin. The patient¿s staph infection reportedly resolved on (B)(6) 2021. A debridement of the driveline exit site was performed on 08jun2021. Vac therapy was then started on (B)(6) 2021 and changed regularly, and the patient continued on antibiotic therapy. On (B)(6) 2021, the wound was closed but because the last cultures taken were positive for vancomycin-resistant enterococcus (vre) and candida, the patient¿s antibiotic therapy was changed to linezolid and fluconazole. Upon later inspection, it was noted that the wound area was getting worse and another surgical revision was performed. A vac system was implanted again and changed regularly. On (B)(6) 2021, the patient¿s wound was closed definitively, and linezolid was stopped on (B)(6) 2021. The event reportedly resolved. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until (B)(6)2021 when the patient was ultimately seen for further treatment for the recurrent driveline infection. The relevant sections of the device history records for mlp-024233 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jan2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and infection as potential late postimplant complications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient suffered from ventricular tachycardia that required cardioversion. On (B)(6) 2021 the patient was given antibiotics for a suspected driveline infection. On (B)(6) 2021 a staphylococcus infection was identified, as was epidermidis in hemocultures. The antibiotic therapy was switched to vancomycin. On (B)(6) 2021 the debridement of the exit site had to be done.